Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) --draeger v800 vent, serial number (B)(6). Screen shut off during use on patient. Ventilator replaced with spare. On inspection post incident, there is a gap in ventilator event log history, missing data after (B)(6) 2025 despite regular use since then. Event logs show power up of device post incident. No patient health consequences have been reported.